Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope had the distal end coating peeled off during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the air water cylinder and a chip in adhesive area around acoustic lens were found. A definitive root cause for the foreign material could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the obtained information confirmed that the scope was leaking. It is presumed that the foreign objects adhered because the reprocessing was not completed properly. A definitive root cause for the chipped adhesive could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.